Manufacturer narrative:
(B)(4).

Event description:
It was reported, upon interrogation atrial lead exhibited multiple noise episodes. Surgical intervention was undertaken during which the lead was capped and replaced. The lead did not visually appear compromised during surgery. No patient symptoms were reported.